Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that an elective replacement indicator (eri) message was being displayed and the patient was only implanted for 1 week. A 450 micro seconds, 60 hertz, 4.5 volts. Therapy impedance: 229 ohms, 18.302 ma. A 450 micro seconds, 60 hertz, 5 volts. Therapy impedance: 279 ohms, 12.587 ma. Battery calculations were ran using 5 volts and 16 hours usage because the rep stated that the patient was adjusting stimulation and using it around 5 volts. The battery longevity estimate was 5 months. Electrode impedances at 3 volts showed that the pairs were all between 700-1200 ohms. The current battery voltage was 2.8 volts. No symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there was lower than usual group impedance and that the patient had amplitudes near 6 volts on both leads which may have led to the eri message. The patient turned down voltage to under 4 volts and was to report if an end of service (eos) message was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.